Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was removed and replaced with another. Additional information was provided indicating that the iol was implanted and on a later date it was removed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient's issues have resolved. The prognosis is good.

Event description:
Corrected information provided indicating that the patient experienced anisometropia/decreased visual acuity.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. The optic is torn/cut into two portions typical of an insertion and removal. The optic posterior has scratches. A power and resolution evaluation could not be conducted due to the lens was returned in pieces. The customer indicated the use of a qualified cartridge with a non-qualified handpiece and a non-qualified viscoelastic. The root cause of the complaint cannot be determined. The replacement lens for this 16.0 diopter lens is unknown. Additional optic damage was observed. The root cause of the lens damage may be related to a failure to follow the directions for use (dfu). The account indicated the use of a handpiece which is not qualified for use with this lens/monarch combination. The handpiece plunger would not have been aligned properly to deliver the lens. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is also not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).